Manufacturer narrative:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. A new device and lead system were implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information from an out-of-service (oos) form that this patient was presented to the electrophysiology (ep) laboratory for an invasive procedure due to infection. The implantable transvenous leads were explanted. The implantable transvenous right ventricular (rv) was replaced temporarily with model#4137 lead for bradycardia pacing support due to episodes of sinus bradycardia. The lead was connected to the explanted device and secured to the patient shoulder/chest area for temporary pacing purposes.

Manufacturer narrative:
The patient will be scheduled an implant procedue on the opposite side in the near future.